Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. How long (in minutes) did the surgery prolong? Unk. Did the needle fall into the patient? No. Was the needle piece removed from the patient during the same procedure? The product was used to suture the wound on the thumb. If yes were x-rays taken to locate the needle? No. Was there any patient consequence or injury? No. What is the patient¿s current health status and condition? Good. Was any other tissue damaged as a result of searching the needle? Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initially reported lot rmbeol is invalid. Please kindly clarify what lot number corresponds with this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The needle broke at 1/5 of the end of the needle when sewing in surgery. The front end flew out of the operating table in an unknown direction. The nurse immediately replaced other needle to sew the wound for the patient. The itinerant nurse took more than ten minutes to find the broken part of the needle. No adverse patient consequences were reported. Additional information was requested.